Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/20/2019. Parts ordered and the device repaired.

Event description:
The customer reported that the nav-ring had issues. There was no patient involvement.